Event description:
It was reported that during engineering evaluation it was discovered that the motor device had "high temperature". This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device. An assessment was performed on the device which found that there was high temperature. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.